Event description:
It was reported that the patient presented at the emergency department with a driveline communication fault. Log files interrogation revealed intermittent communication fault (comm a) alarms that started on (B)(6) 2024. The modular cable and system controller were exchanged which cleared the alarm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d4: primary UDI corrected section d4: previously provided lot number was incorrect. Device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of a driveline communication fault alarm was confirmed via the provided log file. The log file captured a driveline communication fault alarm on 24may2024 correlating to the system¿s comm-a line, and the alarm remained active throughout the remainder of the data. The driveline communication fault alarm did not affect the modular cable¿s ability to support the system. No other notable events were observed. The returned modular cable (lot number unknown) was functionally tested alongside a mock loop, the returned controller (evaluated separately), and known working test equipment and was found to perform as intended, even when the cable was manipulated by hand. The modular cable was also connected to a test fixture to evaluate the integrity of its inner wires, and the cable passed this test. Available information for this event indicates that the alarm resolved upon exchanging the system controller and the modular cable. The root cause of the reported event was unable to be conclusively determined through this analysis. The lot number of the exchanged modular cable was not provided. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including driveline communication fault alarms. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.